Event description:
A surgeon reported a pr with an unexpected outcome following intraocular lens(iol) implant surgery. The pt reported blurry vision when reading, as well as shadows around letters. Additional information was received form the surgeon, who reported the event continues, and the pt hopes that her vision will improve. The surgeon also stated that the pt still has astigmatism and mild pco (posterior capsule opacification).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).